Event description:
Additional information received 3/20/2026: there was no delay in treatment. Catheter broke externally into 2 pieces. A new catheter was not placed. Original catheter secured with statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that catheter rupture. The catheter has been in place for 144 days. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt clearvue catheter with a break in the catheter tubing. The break was observed to occur within the clear section of the distal connector piece. Due to the quality of the returned photograph, details of the damage at the break site could not be discerned. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 4/1/2026: no pieces were retained in the patient.